Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching below 60 mg/dl. The cause for the reported low bg levels is unknown; however customer stated that bg levels drop when delivering insulin via manual injections. Customer ate food to address low bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between 03/05/2017 and 04/18/2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.